Event description:
It is reported that patient's femur was cracked when the natural hip rasps malfunctioned.

Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. Evaluation summary: the natural hip rasp was not returned for review. Additionally, x-rays or photographs were not supplied. The complaint alleges two surgeons have experienced cracking femurs when using natural hip rasps. The product number was not given, so it is not known which rasps are in question, or when they were manufactured. No surgical history/information was provided. A probable cause cannot be definitively determined with the information provided. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.